Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. What are the product code and lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess removed? 9. What were current symptoms following the index surgical procedure? Onset date? 10. What is physician¿s opinion as to the etiology of or contributing factors to this event? 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pain? 12. How is that does the physician associate the patient¿s pain with the surgicel? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel fibrillar and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a 40 year old male patient underwent a photoimmunotherapy (aluminox treatment) procedure on an unknown date and absorbable hemostat was used for nasopharyngeal cancer. Fentanyl citrate and remifentanil citrate were administered intraoperatively for pain management. An absorbable oxidized cellulose hemostatic agent was placed in the nose to prevent postoperative bleeding. The patient was discharged from the hospital 5 days after irradiation. Similarly, during the second cycle of aluminox treatment, fentanyl citrate and remifentanil citrate were administered intraoperatively for pain management purposes. An absorbable oxidized cellulose hemostatic agent was placed in the nose to prevent postoperative bleeding. After the second cycle of treatment, the patient started complaining of pain at the lesion site 1 day after the treatment, which was managed by intravenous administration of acetaminophen. The patient was discharged from the hospital 3 days after irradiation, but the pain worsened 5 days after irradiation, and tramadol hydrochloride/acetaminophen combination tablets were prescribed, which were administered for 28 days to control the pain. The recurrent lesion of nasopharyngeal cancer treated with aluminox showed shrinkage and disappeared visually 71 days after the irradiation procedure. It has now been approximately 6 months since the second cycle of irradiation, and the patient has maintained a complete response. Additional information was requested.